Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2026, UDI#:(B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml 0.0207 mg/day) via an implanted pump. The patient¿s medical history was hypothyroidism, deficiency of testosterone biosynthesis, anemia, anxiety disorder, insomnia, migraine, chronic pain syndrome, neuropathy, hypertension, copd, angioedema, alcoholism, cardiac pacemaker, paresthesia, and long-term use of opiate analgesic. The indication for pump use was non-malignant pain. It was reported that the patient was admitted for a suspected csf (cerebrospinal fluid) leak due to complaint of a headache. The were no reported environmental, external, or patient factors that may have led or contributed to the issue. The physician explanted the catheter on (B)(6) 2024. On (B)(6) 2024 the reporter was notified by the pa (physician¿s assistant) that the patient was found by the hospital staff dampening the dressings on his back with liquid to mimic csf leak. It was also reported that the patient was accessing his pain pump. It was noted that the patient had been admitted to the hospital and while in the hospital, the nursing staff noticed redness, dried blood, and several puncture marks over top of his pain pump fill port site. The staff said that a needle went missing in his room earlier in the day while administering medication. The pa asked the reporter to interrogate the patient's pump to verify how much drug should be in the reservoir. The pa removed 15 cc of drug from the pump reservoir and compared to the interrogation report which stated there should have been 19.2 cc in the reservoir. The pa removed the drug from the pump and filled it with preservative free saline, and the physician was planning to explant the pump. It was noted that the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.